Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. There were several pinholes and scratches in the balloon material on the proximal end of the balloon. There was no damage or irregularities noted on the balloon bonds and markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04947. It was reported that balloon rupture occurred. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was exchanged with a 2.50mm x 12mm apex balloon catheter. The balloon was inflated but it also ruptured at an unknown atmosphere and at an unknown number of inflation. No segment of the two balloons were detached inside the patient after they ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04947. It was reported that balloon rupture occurred. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was exchanged with a 2.50mm x 12mm apex¿ balloon catheter. The balloon was inflated but it also ruptured at an unknown atmosphere and at an unknown number of inflation. No segment of the two balloons were detached inside the patient after they ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.